Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user did not receive glucose readings on the ilet because the freestyle libre 3+ sensor was already paired to the manufacturer¿s mobile application, which allows pairing with only one device. Symptoms included no glucose data available to the ilet with no reported adverse clinical symptoms. Outcomes included discontinuation of ilet use and reversion to alternative insulin therapy until additional sensors become available and the device can be reconfigured with no long-term health impact. User support included troubleshooting and education on device pairing, device shutdown, and restart. Investigation of this case revealed that the sensor data stream was unavailable to the ilet due to the sensor being in use by another device, consistent with expected system behavior and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error and improper setup.